Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's battery was found to be fully depleted. The device was recertified and returned to the customer. The customer declined replacement of the battery. Review of the device history log and clinical data showed that the device warned that the battery was low on multiple occasions. Additionally, the device is being stored without the pads being attached. Zoll medical corporation recommends that pads be attached to the device at all times and the battery be replaced upon receiving the low battery warning. The device meet specification and this investigation was associated to depleted batteries and is not a result of a device malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.